Event description:
It was reported that a large volume intermate leaked its contents. This was found upon opening the shipping box containing the device. The device was filled with 90mg of pamidronate in normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 13, 2015 ¿ january 14, 2015. The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit which indicated leakage has occurred. The cause of the condition was identified to be broken distal luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.